Event description:
It was reported that the gray area of the sheath is uneven. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. No obvious evidence of use residue was observed on the sample. Microscopic inspection of the transition between the peel-apart sheath and the dilator revealed the sheath was buckled and flared outward. The sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle or if the insertion hole is too small. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the gray area of the sheath is uneven. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.